Event description:
It was further reported that the crt-p was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have noticed elevated heart rates, and noted that their heart rate is "double what it should be". The patient said their heart rate readings were hovering just below one hundred and twenty beats per minute and it had remained there "constantly". The patient also stated that their blood pressure is low, eighty-eight over sixty-seven and that their physician is adjusting their medication. A day later, the patient stated that their cardiac resynchronization therapy pacemaker (crt-p) had been malfunctioning and that their heart rate was one hundred and twenty-two and that their electrocardiogram (ECG) "did not look good" and was sent to the emergency department. The device remains in use. No further patient complications have been reported as a result of this event.